Event description:
New information received stated the patient presented to the hospital for a lead revision and pulse generator change. It was noted that the right ventricular lead exhibited high capture threshold and occasional over-sensing in unipolar mode. X-ray imaging was performed which revealed the right ventricular lead had clavicular crush resulting in an incomplete conductor fracture. The lead was extracted and replaced without incident. The patient was in stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, out of range, low pacing lead impedance was observed on the right ventricular lead. The impedance, sensing and threshold values were normal during the previous interrogation on (B)(6) 2018. No intervention was performed, and the lead remains implanted as the device change out would be performed nearing normal battery elective replacement indicator. The patient was stable and will continue to be monitored.

Event description:
New information received stated the patient presented for a follow up on (B)(6) 2019 with the right ventricular lead exhibiting low lead impedance and no capture at maximum output for the bipolar pacing configuration. Capture was still possible in unipolar configuration. The lead also exhibited noise from (B)(6) 2019 to (B)(6) 2019. The atrial lead exhibited noise oversensing in a short episode. The leads were reprogrammed and the patient was in stable condition. Related manufacturer reference number: 2017865-2019-05801.